Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that six months post placement of a 6 x 150 mm stent and a 6 x 80 mm stent, an in-stent restenosis was detected. Approximately 12 months after stent placement, one of the stents was found to be fractured. Therefore, a balloon angioplasty was performed and an additional stent was placed. Reportedly, the stents were placed in overlap for treatment of a severe bilateral lower extremity claudication in the left sfa. The lesion was pre-dilated and the stents were post-dilated. As reported there were multiple areas of severe calcification and the patient was asymptomatic. There was no reported patient injury. This is the same patient as reported in the medwatch report concerning patient ID # (B)(6).

Manufacturer narrative:
New information (images) was received. The event is currently under investigation.

Event description:
It was reported that six months post placement of a 6 x 150 mm stent and a 6 x 80 mm stent, an in-stent restenosis was detected. Approximately 12 months after stent placement, one of the stents was found to be fractured. Therefore, a balloon angioplasty was performed and an additional stent was placed. Reportedly, the stents were placed in overlap for treatment of a severe bilateral lower extremity claudication in the left sfa. The lesion was pre-dilated and the stents were post-dilated. As reported there were multiple areas of severe calcification and the patient was asymptomatic. There was no reported patient injury. This is the same patient as reported in the medwatch report concerning patient ID # (B)(6).

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the initial stenting procedure as well as of the 12 months follow-up examination were provided. On the basis of the images provided, neither the reported stent fracture nor the reported in-stent restenosis could be confirmed. The evaluation of the images revealed that two stents were implanted in the left sfa in overlapping technique. The vessel was significantly calcified. The 6 x 80 mm stent was placed in the proximal sfa and the 6 x 150 mm stent was placed in overlap distal to the first stent. The images show that there were no irregularities during the initial stent placement procedure. As reported and documented on the 12 months follow-up examination images, an additional stent was placed inside the 6 x 150 mm stent six months post placement for treatment of a re-occlusion and fracture. On the basis of the images provided, there is no correlation between the alleged stent fracture and the alleged in-stent restenosis. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, by a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as by abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as an insufficient pre- or post-dilation also may be contributing factors. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. Also an insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition, the vessel anatomy as well as overlapping stent placement may be contributing factors to the reported stent fracture. On the basis of the limited information available and the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. In addition, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Also the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. If being performed, a balloon catheter that matches the size of the reference vessel but that is not larger than the stent diameter itself should be selected. Updated 'outcomes attributed to adv ev' due to receipt of additional information. Updated 'eval code & desc - conclusion1' due to completion of evaluation. Updated 'additional event information' due to receipt of images.

Event description:
It was reported that six months post placement of a 6 x 150 mm stent and a 6 x 80 mm stent, an in-stent restenosis was detected. Approximately 12 months after stent placement, one of the stents was found to be fractured. Therefore, a balloon angioplasty was performed and an additional stent was placed. Reportedly, the stents were placed in overlap for treatment of a severe bilateral lower extremity claudication in the left sfa. The lesion was pre-dilated and the stents were post-dilated. As reported, there were multiple areas of severe calcification and the patient was asymptomatic. There was no reported patient injury. This is the same patient as reported in the medwatch report concerning patient ID # (B)(6).

Manufacturer narrative:
New information (images) was received. The event is currently under investigation.

Event description:
It was reported that six months post placement of a 6 x 150 mm stent and a 6 x 80 mm stent, an in-stent restenosis was detected. Approximately 12 months after stent placement, one of the stents was found to be fractured. Therefore, a balloon angioplasty was performed and an additional stent was placed. Reportedly, the stents were placed in overlap for treatment of a severe bilateral lower extremity claudication in the left sfa. The lesion was pre-dilated and the stents were post-dilated. As reported there were mutliple areas of severe calcification and the patient was asymptomatic. There was no reported patient injury. This is the same patient as reported in the medwatch report concerning patient ID #(B)(4)..